Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5515-f-201 triathlon ps fem component cemented; lot# rae6r. Cat# 5520-b-300 triathlon prim tib bplate cemented sz 3; lot# lal9sb. Cat# 5550-g-298-e triathlon symmetric x3 patella; lot# 62x9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: the patient had an index left tka on (B)(6) 2023. The patient developed pji and was revised on (B)(6) 2024. Only the poly was exchanged.